Event description:
During the course of routine IV therapy, the family identified the IV tubing separated at the first connection below the IV spike. Fluid was dripping on the floor. This was immediately corrected and the patient did not sustain any harm.